Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported there was a blood leak during patient use. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device lot number history review is pending.